Event description:
It was reported that the home patient (hp) had switched the bags during drain 1 of 4 while being connected to the homechoice (hc). The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the home patient (hp) switched the bags during therapy, while being connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.